Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l57744, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: l57744, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (con): information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported for several months after the patient had their synchromed ii device implanted in 2011, the patient's pain improved. However, in the (B)(6) of 2015, the patient began complaining of an increase in pain. A dye study was done on (B)(6) 2016 for complaints of increasing pain times one year and demonstrated dye collection and spill behind the pump suggestive of catheter dislodgement and extravasation of dye and collection behind the pump. No dye was seen in the intrathecal space. Based upon the dye study, the patient was scheduled for a catheter revision. The healthcare professional also recommended replacement of the pump ostensibly because even though its estimated end of battery life was still more than a year later. On (B)(6) 2016 the patient underwent a procedure to revise the intrathecal catheter and replace the synchromed ii device/pump due to its malfunctions. As a result of the aforementioned defects and malfunctions, the patient's synchromed ii device failed to deliver medications, causing severe damage and injury to the patient. In addition, the patient's defective and malfunctioning synchromed ii device necessitated removal surgery, which was noted to be a serious, invasive, and dangerous procedure. It was noted that the manufacturer had violation which caused the defects and malfunctions in the patient's synchromed ii device, which caused the patient's injuries and damages alleged. It was noted the patient suffered and will continue to suffer damages, including lost wages and benefits, diminished wages and future earnings, mental anxiety and anguish, loss of self-esteem, and medical bills. It was noted that the patient used their device for its intended purpose, which was intrathecal delivery for opioid medication for pain/used the device as intended. The synchromed ii device implanted in the patient's abdomen failed and required revision and removal surgeries. The patient suffered an injury due to their non-conforming, adulterated, and defective synchromed ii device. It was noted that the patient's device was manufactured out of specification, was non-conforming, adulterated, and had the propensity for failure and malfunction and did fail and malfunction. The patient's non-conforming device failed to deliver medication into the patient's intrathecal space at the programmed rate, causing severe pain and suffering which continues through present day and will continue into the future, a surgery to explant their defective device, extensive hospitalization and medical procedures, and other damages. There was problems and defects associated with the patient's device. It was noted to be manufactured out of specification and was misbranded and adulterated. It was noted the device implanted in the patient failed to perform its essential purpose, which was to deliver programmed pain medication into their intrathecal space/failed to deliver medication to the patient according to the programmed rate. It was noted to be used for the patient's muscle spasticity. The device failed to perform as represented and, in fact, was unsafe. No further complications were reported/anticipated.